Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging study films or patient medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
On (B)(6) 2006 lumbar MRI. ¿diffuse degenerative lumbar disc disease with postsurgical changes as well. Focal disc protrusion in a far left lateral location at the l5-s1 level and impinging on the exiting left l5 nerve root. Mild spinal stenosis at ls4. Right l3 neural foraminal impingement (B)(6) 2007 standing ap pelvis ¿significant pelvic obliquity and the patient would likely nicely benefit from a lift up to 3/8 of an inch or asymmetric orthotics. We will proceed along that line. There is significant pelvic obliquity with posterior innominate rotation and shift of about 6mm at the symphysis and radiographic evidence of chronic sacroilitis there is conspicuous over hanging spurs with potential for femoral acetabula impingement. Standing ap and lateral lumbar spine with flexion/extension- significant mechanical problems in this patient including a functional/actual short left leg and pelvic obliquity with sacroiliac dysfunction. There are possible symptomatic hip arthritis and impingement syndrome. There is advanced multilevel lumbar facet arthrosis. L3-s1. The facets look so bad I would almost be inclined to consider an inflammatory spondyloarthropathy but will judge that better on clinical signs of polyarthralgia¿. On (B)(6) 2007, lumbar myelogram "status post lumbar laminectomy l4 and l5 with bilateral l5 nerve root sleeve compression, right greater than left. There is l3-4 stenosis due to facet arthrosis and hypertrophic changes of the facets. This segment was not previously ope rated and the l4 nerve roots are compressed as they crossed the disc space above the l4 intervertebral foramen. There is severe lumbar facet arthrosis with levoscoliosis. No instability on flexion and extension films. CT examination of the lumbar spine following myelography-right greater than left lateral recess stenosis l3-4. The l4-5 amply decompressed. There is new free fragment of disc extrusion in the left l5 foramen and severe right l5 foraminal stenosis. There are minor degenerative changes of the sijs". It was reported that on (B)(6) 2007 patient underwent a bilateral l5 transforaminal epidurogram block and epidural steroid injection with l2-3 translaminar epidurogram block and epidural steroid injection. There were no noted complications. It was reported that on (B)(6) 2007 that the patient presents with "previously undergone bilateral decompressive laminectomies at l3-4 and l4-5. She has back and bilateral leg pain, more so on the right than the left. She has failed attempts at conservative treatment and now presents for a plif at l34 and l4-5. The patient underwent a partial l4-5 hemilaminotomy with harvest and preparation of local bone with posterior l3 to 5 segmental pedicle screw fixation, open reduction of spondylolisthesis, posterolateral arthrodesis, intraoperative arthrodesis, and intraoperative use of osteocel. There were no noted complications". It was reported that on (B)(6) 2007 that the patient presented with "compartment syndrome of the left lower extremity; status post anterior lumbar interbody fusion. The patient underwent a four compartment fasciotomy with medial and lateral incisions. Per the operative report, the patient was taken to the or for an emergent fasciotomy secondary to increased swelling of the lower extremity below the knee. It was stated that below the knee the patient had extreme pain with loss of motor movement. She had phlegmasia cerulean and was taken to surgery immediately. An incision was made and all compartments were released. The incision was left open and packed with wet-to-dry kerlex dressing and saline. There were no noted complications". On (B)(6) 2007 lumbar spine view-a lateral view of the lumbar spine shows poorly defined surgical instrumentation posterior to the spine opposite the l4 level. Lumbar spine; views-"frontal and lateral views of the lumbar spine show placement of bilateral pedicle screws at l3, l4 and l5 supported by posterior rods respectively. There is un-roofing of the spinal canal across the l4-5 level. Alignment of the vertebra is straight". On (B)(6) 2007 portable chest x-ray "small area of atelectasis in the left lower lobe. Remainder of the lung is clear. Heart size normal. There is a right PICC line in place". It was reported that on (B)(6) 2009, that the patient underwent electro neurophysiologic procedure. There were no noted complications. On (B)(6) 2009, port lumbar spine 2 views conducted due to pseudoarthrosis. "There is partial placement of bilateral pedicle screws at l4, l5 and s1. There is anterior plate and screw transfixing l3-l4 and l4-l5. There is also bony plug fusion at these levels". It was reported that on (B)(6) 2009 that the patient presented with "l4-l5 pseudoarthrosis with l5-s1 diskogenic pain. The patient underwent a removal of existing l3 to l5 instrumentation with l5 ¿s1 interbody allograft arthrodesis with tutogen hemi-femoral ring measuring 8 x 26 mm. There was a bilateral l5-s1 hemilaminotomy with foraminotamy and discectomy with posterior l4-s1 segmental pedicle screw fixation and posterolateral arthrodesis there was harvesting of the iliac crest through a separate incision and harvest and preparation of local bone through the same incision. Per the operative note, this [patient] is now approximately a year out from an instrumented 360 = fusion at l3-l4 and l4-l5. This was complicated with a postoperative dvt in her left leg. She has developed continual recurrent pain in her low back; imaging studies suggest a nonunion at l4-l5. Further workup, however, has revealed pain generated at l5-s1 as well.¿ there were no noted complications". On (B)(6) 2010, physician¿s office received call from patient stating while she "was getting out of pool finishing up water therapy at select pt. The ladder broke and patient fell on concrete jarring her back and hitting her leg. Patient is concerned about a blood clot and increased pain in back. The right leg has a knot on the leg below knee, patient states knot appears to be getting bigger. Instructed patient to apply ice to leg and back, take meds as directed confirmed with patient and if pain in back does not get better patient will need to come in, have x-rays and be seen by the doctor patient went to hospital for ultrasound. She states her ultrasound was negative for blood clot; just bruised. States her back doesn't really feel much better. She declined offer to come in to office". On (B)(6) 2010, CT of the lumbar spine-there is fusion findings at l3-4, l4-5 and l5-s1. "There is incomplete assimilation of the upper disc at the l4-5 level. A similar finding is present at ls-s1, but involves both the upper and lower portions of the disc spacer". On (B)(6) 2011, patient was seen follow-up for pain and additional surgery. Per dictated notes, ¿[patient] injured her back on (B)(6) 2003 while at work. She has had three back surgeries since that time. She initially underwent an apparent lumbar laminectomy in (B)(6) 2004. She had ongoing problems and was to undergo an anterior posterior lumbar fusion in 2007. There were bleeding complications with the anterior procedure. She subsequently had blood clots and what appears to be compartment syndrome releases in her left leg followed by skin grafts. She then in 2009 underwent posterior surgery with what appears to have been a posterior instrumentation and fusion from l4 to sl. She is now here for further evaluation with ongoing complaints of low back pain and bilateral leg pain, left greater than the right. The physician has proposed to remove her hardware, explore her fusion, and refuse if necessary posteriorly with iliac crest bone graft according to the patient's understanding. She wants to have the surgery performed and understands that there are risks, but she would like to feel better. She currently complains of a lot of pain that feels as if something is moving and she is limited in her walking ability. She currently walks with a rolling walker and is still very limited.¿ plan is for additional surgery. It was reported that on (B)(6) 2011 that the patient presented with "status post lumbar spinal fusion, pseudoarthrosis of lumbar spine, and personal history of dvt. The patient underwent a lumbar hardware removal l4-5/l5-s1 posterolateral lumbar fusion l4-5/l5-s1 with the use of iliac crest bone graft on the right. Per the operative notes, autologous hip graft was placed over l5-s1 region; covered with bmp sponge rolled up with nucel; remaining bmp sponges rolled with nucel and packed along l3-4 to l4-5 area. There were no noted complications. It was stated that she is one month status post revision l3 to s1 posterolateral fusion". On (B)(6) 2011, admitted to rehab facility due to she has been very slow to ambulate postoperatively and she has had multiple complications following lumbar surgeries in the past, including deep venous thrombosis and compartment syndrome with fasciotomy of the left lower extremity. She has been on chronic coumadin therapy, now about to restart that and will need daily physician monitoring of her diabetes, of her inrs and of her pain to ensure good outcome. It was reported that on the discharge from the hospital that the patient did well with therapies, and at the time of discharge, she was modified independent with activities of daily living, requiring just supervision with upper body dressing and grooming. She was modified independent with shower and toilet transfers as well as bed, chair, and wheelchair transfers. She was modified independent with gait and could ambulate over 500 feet on even and uneven surfaces with a four-wheeled rolling walker safely. She was able to ambulate up and down one flight of stairs with hand rails modified independent. On (B)(6) 2011 patient returned for follow-up. Per the dictated notes, that the patient ¿is now a month out from her hardware removal, with revision posterolateral arthrodesis. Her surgery went uneventfully. She was sent to rehab for both pain control and for moderation of her anticoagulants. She had a lengthy stay there as apparently there was some difficulty getting her blood pro-times out. She's doing quite well at this point. She notices a significant improvement, with removal of the instrumentation. She also notes good improvement to her right leg pain which is, as you will recall, the site where we performed revision laminectomies as well. She did have some issues with some superficial wound infection at her harvest site, which have resolved.¿ ap and lateral x-rays show her posterolateral arthrodesis and implanted bone stimulator. On (B)(6) 2012 patient was seen for follow-up. Patient is believed to have l3 to sacrum anterior/posterior fusion with re-exploration and refusion posteriorly. Patient has post laminectomy/fusion syndrome, status post left lower extremity fasciotomies for compartment syndrome and diabetes. On (B)(6) 2012 lumbar x-ray for lumbar disc disease/post fusion continuing low back and left leg pain. The exam shows fusion at l3-4, l4-5 and l5-s1, there is no visible compromise of the spinal canal at these three levels. There is slight disc bulging at li-2 and l2-3 with minimal compromise of the spinal canal. On (B)(6) 2012-CT of the lumbar spinal - post myelogram- there is solid fusion at l3-4. At l4-5, the superior margin of the disc space has incomplete bony union with the l4 vertebra. At l5-s1, there is gaseous degeneration of the nucleus and there is incomplete ossification and junction of the disc space into the opposing vertebral endplates, there is no spinal canal compromise of significance at any level, but at l4-5 and l5-s1 there is bilateral foraminal stenosis impinging on the retrospective nerve roots. On (B)(6) 2012 patient was seen for a follow-up. Patient returned today with follow up of her lumbar myelogram and contrast CT scan dated (B)(6) 2012. This shows solid interbody fusion at l3-4 with a nonunion at l-4-5 and l-5, s-1 with severe foraminal stenosis at both of those levels. She has ongoing pain complaints but states they are pretty well controlled by pain medication regimen. Per physician notes, any further attempts at anterior spine surgery are out of the question and further attempts at posterior spine surgery would be a last resort only and probably would be fraught with failure and complication, the surgeon is therefore is recommending against further surgical avenues at this time. On (B)(6) 2012 patient was seen for follow-up-patient seen in regard to her failed back syndrome with severe radicular pain to her lower left extremity. She also has chronic left lower extremity dvt and swelling or; anticoagulation including coumadin. She continues to have a significant amount of pain despite multiple surgical interventions, treatments and injections. She continues to have a pain. . Anterior plating system. During the procedure the previous cages were removed and the new hardware was placed. There were no noted complications. Date: (B)(6) 2007 revision/corrective surgery the preoperative diagnosis was pseudoarthrosis, l5-s1 status post posterior lumbar interbody fusion with instrumentation. In addition there was severe and progressive low back pain recalcitrant to conservative measures. The postoperative diagnosis was pseudoarthrosis, l5-s1 status post posterior lumbar interbody fusion with instrumentation. In addition there was severe and progressive low back pain recalcitrant to conservative measures. The procedures performed were the exploration of anterior and lumbar interbody fusion along with the removal of the posterior lumbar interbody fusion cages through an anterior approach. The patient also had a revision anterior lumbar discectomy, a revision anterior lumbar interbody fusion along with the insertion of a prosthetic inter body cage device. There was anterior lumbar instrumentation, l5-s1. Fresh frozen cortical cancellous allograft was also used, as well as bmp2. There was radiographic supervision and interpretation of insertion of the prosthetic interbody cage device and anterior lumbar plating. It was reported that the patient is status post previous posterior lumbar interbody fusion with instrumentation at the l5-s1 level for discogenic back pain date of the surgery was (B)(6) 2005. She has had persistent pain symptoms since the time of her surgery despite multiple and prolonged attempts at conservative management of her condition. She has radiographic evidence of pseudoarthrosis at the l5-s1 level. Again, she has failed an extensive trial of conservative management. She was referred to pain management who has been treating with fentanyl patch as well as oral narcotic analgesics. She was offered an opportunity to trial a spinal stimulator. The patient has seen a pain management psychologist. The patient feels though she would like to attempt one more surgical procedure for definitive management of her low back pain which is likely related to the pseudoarthrosis. During the procedure, it was noted that after adequate soft tissue dissection was performed exploration of the fusion was performed. There was noted pseudoarthrosis at the right l5-s1 level. There were smatterings of consolidated bone in the intertransverse process region but this was surrounding the connector rod and not extending down to ultimately connect the transverse process to the sacral ala. Attention was then directed to the left l5-s1 level where again pseudoarthrosis was noted. There was bone graft around the s1 screw. However, this did not extend in a continuous fashion to the l5 transverse processes. During the procedure fresh frozen cortical cancellous allograft as well as mastergraft granules were then rolled into a large bmp-2 soaked collagen sponge and rolled in a burrito-type fashion. This was then placed in the posterolateral gutter overlying the transverse process and sacral ala as well as overlying the decorticated screw holes from the previous pedicle screws. Following this, the area of pseudoarthrosis was then addressed with decortication of the trans verse process of l5 and sacral ala. Again, fresh frozen cortical cancellous allograft as well as mastergraft granules packed in a bmp-2 soaked collagen sponge were placed in the posterolateral gutter overlying the transverse process and sacral ala. Additional graft was placed in both gutters. Wound was copiously irrigated with normal saline orthopedic antibiotic solution prior to placement of the graft. Following placement of the bmp-2 soaked collagen sponge and graft, wound was then closed in layers with #1 vicryl for repair of lumbodorsal fascia. There were no noted complications proved.¿